Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va03sq1, product type: lead. (B)(4).

Event description:
It was reported the patient had the manufacturer's device in her hip for bladder control. The patient has interstitial cystitis. The device was controlling her bowels better than her bladder. The trial worked really well for her bladder, which is why they decided to implant the device. The implant had never been as effective as the trial. A manufacturer's representative was made aware of the device never being effective about 6 months ago. It was noted that the manufacturer's representative had helped her several times. They finally decided to go back into surgery and "do it over". The patient had the whole system replaced. The patient didn't know the date of the surgery. Additional information has been requested, but was not available as of the date of this report.